Event description:
Customer reported a low blood glucose (bg) level of 85 mg/dl which resulted in a trip to the emergency room as a precaution. In the emergency room, customer received intravenous fluids of saline which successfully resolved the blood glucose. The customer reports he placed the unlocked pump in his pocket during exercise and later noticed it had automatically initiated the entire cartridge replacement and infusion set priming sequence and delivered 30 units of insulin. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies. The customer was released from the emergency room seven hours later with no permanent damage sustained.